Event description:
The patient has had more pain in the last several months. The patient had numbness and pain down their leg. The patient had been falling backward, tripping, and had a loss of balance for the last 4 to 6 months; and the issue was increasing. The pump was refilled in march, and it was noted that the healthcare provider indicated they couldn't get medication in the pump due to scar tissue during the last refill. The pump was delivering hydromorphone and baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the physician could not get the medicine into the pump due to scar tissue build up around it. The physician had to wiggle the needle around until they were able to insert the medicine. It was very painful for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted:unk. Catheter: model# 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).